Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the customer that the ems instrument would not fire. No staples would advance or fire. Another ems stapler was used to complete the procedure. There was no consequence to the pt.